Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a plug driver twisted during the surgery. The procedure was completed using an alternative plug driver without reported patient impacts.

Manufacturer narrative:
The returned plug driver was evaluated. The tip is deformed/twisted. The cause cannot be conclusively determined because the torque handle was not returned for evaluation to ensure it was within specification. A review of the manufacturing records do not show any issues that would have contributed to this failure.